Event description:
The pt called lfs alleging that their one touch ultra meter had been prompting the error 2 and 4 messages and had a display that was faint. The last result obtained on the meter was a 233mg/dl in 2004 at 11:30am. Customer reported taking their meter to their regularly scheduled doctor's appointment. No results were provided from the doctor's visit and no treatment was administered. The customer service rep confirmed that the pt was using correct testing techniques and was using test strips that were in good condition. The pt was walked through retesting and the error messages did not reappear; however, the display was faint. The pt neither alleged harm nor experienced injury. Based on the info supplied by the pt, there is an indication that the event meets the criteria for a medical device reportable. The meter was replaced due to the display issue.